Event description:
The angiosculpt device was used to treat a severely calcified distal circumflex artery. During inflation at 16 atm (rbp), the balloon ruptured (MDR 3005462046-2025-00011). A new angiosculpt was then used; however, during inflation at 14 atm (rbp 16 atm), the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp (14 atm).

Manufacturer narrative:
Blocks a2/a3/a4: the patient's dob or age at time of event, sex, gender, and weight are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block g2: foreign- japan. Block h3: the angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.